Manufacturer narrative:
The 510 (k) # is k093745. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc pin 2 bent. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The lay user/patient contacted lfs (B)(4) alleging an apply sample message on their onetouch verio meter. The patient did not exhibit any symptoms or seek any medical attention due to the alleged issue. The technique of applying blood on the test strip was correct. This is not the first time the product was being used. The patient was using the correct test strips. Patient retested over the phone and the alleged issue was not resolved over the phone. The product was replaced and requested back. The complaint is being reported since the apply sample message was not resolved over the phone.